Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse consulted with the siemens regional support center and was advised to replace the lamp, replace the r2 probe and check all alignments, check the r2 ultrasonics, replace the r2 - 500 ul metering syringe motor lead screw, replace the sample - 100 ul metering motor lead screw, perform two separate 10 minute bleach cleanings of r1 and r2 drains. The cause of the discordant mbi results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely high discordant creatine kinase mb isoenzyme (mbi) patient sample test result was obtained on a dimension xpand plus w/ hm system. The initial result was not reported to the physician(s). The same sample was repeated on the same system. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated mbi result.